Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that nurses reported that they were unable to restore a secondary infusion and wish they could restore infusion so that it retains the vtbi. Since the nurse cannot scan a partial bag that has already been scanned, they program the remaining medication as a basic secondary infusion. There was patient involvement but no harm.